Event description:
Malfunctioning insulin pump. Prime function button sticks, resulting in continued insulin dispensing after halting process. (Unreliable insulin delivery). Pump had to be replaced "as urgent claim to prevent inability."